Manufacturer narrative:
The customer reported that all the review data except full disclosure is unavailable. It shows "data loading." The customer rebooted the device but the issue persisted. Nihon kohden technical support provided troubleshooting tips including powering off the device and allowing it to rebuild for an hour. The customer later requested a replacement hard drive to resolve the issue. No patient harm was reported.

Event description:
The customer reported that all the review data except full disclosure is unavailable, it shows "data loading."

Manufacturer narrative:
Details of the complaint: on (B)(6) 2018, customer at (B)(6) hospital reported all review data except full disclosure was unavailable on the cns-9701a (mu-971ra sn: (B)(6)). The unit displayed "data loading." The current, live, data was coming through normally, it just was not storing and trending in the background. Service requested replacement hard disk drive (hdd). Service performed new configured hdd sent; follow up was made to determine if the hdd replacement resolved the reported issue. Customer requested to cancel the ticket number. Investigation result the cns warranty began 03/02/05. The reported issue occurred after 13 years at customer facility. The cns-9701a model was discontinued on (B)(6) 2011 in mbg-111114 due to the introduction of cns-6201a central station. Support for the unit continued for a minimum period of seven years. The issue occurred well beyond the warranty period and toward the end of the promised support period. Per nkc DHR (attached), the unit has had no history of ncmr, deviation, or CAPA during manufacturing of the device. The device has not been refurbished and there were no discrepancies or unusual findings before device release that might relate to the reported issue. Per cns-9701a service manual revision e, the hard disk's expected lifespan is every 2 years and customer is recommended to periodically replace the component. Additionally, cns-9701a service manual recommends maintenance inspections every 6 months. Information of whether this was regularly performed by the customer is not available. A review of device history shows no tickets opened for hdd issues/replacement for this unit in its 13 years of service. Nk support assisted customer by sending a new configured hdd and customer was to perform replacement of the hdd internally. Procedure for replacement of the hdd is outlined in the service manual under "hard disk replacement flow" in troubleshooting section and "replacing the hard disk" in disassembly and assembly section. Review of device sap history found notification 300185368 which suggests unit to be in use at customer facility as of 10/18/19. The root cause is determined to be continued use of the hard disk beyond its expected lifespan. There was no loss of real time patient monitoring. This issue is not suspected to be caused by deficiency of the device or its design.

Event description:
The customer reported that all the review data except full disclosure is unavailable, it shows "data loading."